Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be conclusively determined. The review of the lhr (lot f1527506) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
It was reported that the physician was prepping the balloon and upon injection, the balloon had saline coming out. Another mynxgrip vascular closure device was used to achieve hemostasis. The patient's hospitalization was not prolonged as a result of the mynx event. The patient was described as stable and was discharged the same day. No further information is available. Additional information: at prep, the black marker on the inflation indicator was not fully exposed. Vessel type: peripheral sheath size: 6f stick location: medium.